Event description:
Patient was implanted with advance sling about 6 weeks ago and was complaining about groin pain and wanted it taken out. The physician did a cystoscopy and found some red lesions (not sure exactly what they were) in the bladder and biopsied it (since the patient had prostate cancer). Biopsy came back non-cancerous. The sling was removed; the physician reported that the patient showed no sign of erosion or infection at the time of removal. An aus device was implanted.

Manufacturer narrative:
No device malfunction was reported. Device was not returned for analysis. Serial number not provided for history review. No conclusion can be drawn. Pain is listed as a potential complication in the IFU. The frequency of occurrence is not greater than usual.